Manufacturer narrative:
The device has been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported the patient experienced an infection. The device and partial lead were explanted and the remaining extension was booted. The existing surgical lead was left implanted. Several weeks later, the patient had a new rechargeable device and new extension implanted. No specific symptoms were reported. The final patient outcome was pending.